Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code a0501 captures the reportable event of the sponge detached.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an unknown procedure. The sponge was detaching. It was not reported how the procedure was completed. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.